Event description:
Additional information received reported that the date of the onset/diagnosis of the infection was 2013-(B)(6). It was unknown if pe rioperative antibiotics were administered. Patient did not have meningitis. Symptoms included redness, swelling and pain. The infection was at the device pocket site. It was noted that a culture was obtained and the organism cultured was unknown. Oral antibiotics were used to treat the infection and the infection resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va05v2k, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s system was explanted because of an infection. It was unknown where the location of the infection was. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).